Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned all the tip clamps, plunger clamps, and sleeves in the pipette assembly. The k0-k5 was recalibrated and the x-arm was aligned. The instrument was inspected, tested without further problem, and returned to service.